Event description:
The customer contact reported a leak of a chemotherapeutic agent. Prior to pt use, the nurse attached a secondary tubing set that contained topotecan to the cassette port for line d. The nurse opened the roller clamp on the secondary tubing set and the topotecan reportedly "sprayed" out. The nurse was wearing personal protective equipment and did not come in contact withh the topotecan. The spill was cleaned up according to the facility's protocol. The tubing set was replaced and the therapy was initiated. There were no reported adverse effects to the pt or the healthcare professional. No medical interventions were required.